Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zalante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed 1 kink located 8.5cm from the tip and a separation of the outer sheath located 10cm from the tip. The device was not completely separated. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and the device primed and were run for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device functioned; however, there was a leak at the male connector. The console did not alarm or error during functional testing. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
Reportable based on device analysis completed on 01sep2021. It was reported that an error message and pump assembly leak occurred. An angiojet zelantedvt catheter was used in a trombectomy procedure. During preparation, the device was leaking liquid from the connection between the pressure pump and the connecting tube and the alerted an error. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a separation of the outer sheath.